Event description:
On (B)(6), 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that a newborn infant was scanned at a rate of 80kv/16mas when the rate should have been 60kv/1mas. A second exposure was taken at the correct rate of 60kv/1mas. There was no serious injury or death associated with the event. It is unclear if the higher exposure level could lead to a safety risk. Therefore, this report is being submitted in an abundance of caution.